Event description:
During follow-up, noise was observed on the right atrial and right ventricular channels of the device. The cause of the noise was suspected to be electromagnetic interference. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.